Event description:
The complainant alleged that while attempting to monitor a small thin pt the ECG baseline went to the top of the screen and could not be read. The complainant replaced the device battery and it displayed a "status 56" message. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.